Event description:
It was reported that during a laparoscopic cholecystectomy, the el5ml was firing normally as per the instructions for use. The surgeon was not getting full distal closure on the cystic artery; an unknown number of clips were malformed and falling off the cystic artery. It is unknown if the clips were retrieved from the patient. The surgeon then opened an er420 and an unknown number of clips would spit out of the device. The spit clips were unformed in u-shape. There was no compression of the clips. The surgeon opened up another el5ml and the case was completed. The patient went to the intensive care unit for bleeding. The approximate amount of blood loss was 550 milliliters. It is unknown if the patient received a blood transfusion.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: did the surgeon pre-load the ligamax clip? Not until the device passed through the trocar. Which firing of the first ligamax device did this event occur on? Was the ligamax clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the first ligamax present at the time of firing? No. Was the first ligamax fired across a hard object? No. Did the first ligamax work fine on the cystic duct and not the artery? What did clip formation look like on the cystic duct? Please confirm when the blood loss occurred? Intra-op? After the first ligamax? Was there bleeding the entire time during the use of the first ligamax? What was the source of bleeding? What did the clip formation look like on vessel that was bleeding? Did the patient require a blood transfusion? Is the patient expected to have a full recovery? What is the patient¿s current status? Was the sales rep present in case? No. What inservicing was done with the surgeon? Yes. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.